Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Measurements throughout these tests were within normal limits. The lead appeared intact and undamaged. Upon visual inspection, it revealed no abnormalities other than dried blood in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to the wire would not advance thru the tip despite flushing the lead. This lead was never in service. No adverse patient effects were reported.